Manufacturer narrative:
Philips service re-fixed the broken connection inside the button. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch single shot button connection was cut on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.